Event description:
It was reported that the patient did not have good vision post intraocular lens (iol) implantation. Account provided that patient complained of visual acuity (va): values of 0.3 pre-operative and 0.6 post-operative were reported. The lens was explanted as the patient outcome was not as surgeon expected. No additional issues reported. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: information unknown/ not provided per country's personal data privacy legislation/policy. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.